Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio removed the membrane switch assembly and further evaluated it. It was observed that there was an intermittent electrical short between lands 6 and 7 of the cable-mounted plug connector, designator p5, which caused the reported issue. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was powering itself on. This condition could indicate an issue related to the on button which could affect device functionality. There was no report of any patient use associated with the reported issue.